Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states "unit looks to come on, but screen stays blank, ac led is solid green, battery led flashes." There was no patient involvement.